Manufacturer narrative:
The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: kra, dqe, dqo.

Event description:
It was reported that during patient use, this swan-ganz catheter was found to be sutured into the heart, and a thoracotomy was performed to remove the catheter. The patient was transferred from the operating room to the ICU as planned and is under treatment in the ICU. No further details are available.